Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic of the preloaded intraocular lens (iol) was twisted and the iol could not be advanced. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: 19-feb-2026, section h3 - device evaluated by manufacturer? Yes, device evaluation: visual inspection revealed that the complaint smartload was received with viscoelastic residue not evenly distributed throughout the cartridge; ophthalmic viscosurgical device (ovd) residue was observed near the cartridge tip and on the lid of the lens module. No issues were observed with the lens module or cartridge. The lens was received coated in viscoelastic residue. The lens was cleaned and no issues were identified. The complaint issue "haptic damaged" and "device advancement issue" were not identified during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.